Manufacturer narrative:
Evaluation of the serviced device, confirmed the patient safety rail falls upon unlocking to lower position due to a worn strut. The side rail was replaced and the gurney was left in working condition. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported the patient safety rails need to be replaced. After inspection of the device, it was reported that the right side patient rail falls upon unlocking to lower position. No patient incident was reported.